Event description:
This pt was revised due to a shattered hylamer liner. Dates have not yet been provided by the attorney; however pt labels were provided to verify device was depuy manufactured product.